Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug eluting stent system was selected for treatment of a lesion with 90 percent stenosis degree in the moderately tortuous distal lcx. The patient previously had a competitors stent placed in the lmt. During attempt to deliver the orsiro mission, it got caught in the previously implanted stent and was unable to pass through. After removal of the device, a stent deformation was confirmed in the middle of the stent. A new orsiro mission of the same size was used and the procedure was completed.

Manufacturer narrative:
Combination product: yes we were notified that the complaint device was discarded at the hospital. The complaint device was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the patients anatomy (i.e., previously implanted stent).